Manufacturer narrative:
The device was not returned to zoll; however a zoll field representative went to the customer site and tested the device. The customer's report that the device was unable to power on was not duplicated. The customer indicated that the suspect event battery was discarded and not available for evaluation. The device passed testing and was returned to clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.